Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 400 mg/dl, 141 mg/dl, 285 mg/dl and 134 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he took his 500 mg of metformin as he normally would. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.